Manufacturer narrative:
Based on the information provided, review of the surgical technique manual, IFU and fmeas, there is no indication of device failure and no indication that the device was out of specification. The most probable root cause could not be determined. Part numbers, lot numbers, manufacturing dates, expiration dates and UDI/gtin numbers: each si joint side: 1st (superior): ifuse implant, p/n 7060-100, lot# unknown, mfd. Date unknown, exp. Date unknown, (B)(4). The 2nd (inferior): ifuse implant, p/n 7040-100, lot# unknown, mfd. Date unknown, exp. Date unknown, (B)(4).

Event description:
In 2013, the patient had bilateral si joint arthrodesis where two implants were placed on each side. The patient also had si joint iliosacral screws that were installed at an unknown time. The patient complained of pain symptoms sometime after the procedure. The surgeon noted that the implants were properly positioned and did not have any medical indication to remove the implants. The surgeon removed the iliosacral screws from one si joint which offered some pain relief. In (B)(6) 2017, the surgeon removed both implants from that same si joint using chisels. The patient again had positive results so the surgeon decided to remove all hardware from the contralateral side. In (B)(6) 2018, the surgeon removed both implants and likely any iliosacral screws from the contralateral si joint again using chisels to remove the implants. The status of the patient following the second removal revision is not known.